Event description:
Related manufacturer reference number:2017865-2022-05545. It was reported that the right atrial lead and right ventricle lead were both dislodged due to twiddlers syndrome and exhibited failure to capture. The right atrial lead and right ventricle lead were both explanted and replaced. Patient was stable.